Manufacturer narrative:
Gbo complaint: (B)(4). No samples were received for evaluation. We have no further inventory of the material/batch. A check of quality, production and maintenance records shows no deviations related to the reported issue. The complaint cannot be determined.

Event description:
Customer states tubes have no vacuum. Questions submitted to customer.